Event description:
It was reported to philips that the system would not start. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start. Review of the system log file confirmed the malfunction as the system switched to the internal ups and turned off. Upon troubleshooting fse determined that the failure was caused by an unexpected power outage at the hospital, which led to a malfunction in the power distribution unit, specifically affecting the overvoltage protection card. To resolve the issue, fse replaced the pdu mains interface module (mim) card. The defective part was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.